Manufacturer narrative:
The qc was acceptable. The investigation is ongoing.

Event description:
There was a complaint of a questionable elecsys estradiol iii (e2iii) result for 1 patient tested with a cobas 8000 e602 module. The questionable result was not reported outside the laboratory. The patient¿s initial result was 5.63 pg/ml; the repeat results were 772.2 pg/ml and 645.5 pg/ml. The elecsys estradiol iii used was lot 539071 and the expiration date was requested, but not provided.

Manufacturer narrative:
The qc and calibration met acceptance criteria. There was no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The investigation found the sample volume was around 1.5 ml. It is unknown if this included the plasma layer. This is only 50% of the required draw volume. The investigation did not identify a product problem. The cause of the event could not be determined.